Event description:
Additional information received clarified that the refill occurred on (B)(6). The pump was filled with 20 ml of drug. The pump was programmed incorrectly, so the refill date the programmer displayed was (B)(6) when in reality the pump would be empty on (B)(6). The patient came in to the hospital with symptoms of withdrawal. The alarm was not activated because, the date displayed in the programmer had not passed.

Event description:
It was reported that the pump was programmed with 2 ml critical volume. The refill was performed (B)(6) with 20 ml. The date of the next refill was (B)(6). The pump was programed for the next refill on the (B)(6). The pump did not activate the critical alarm. The pump was interrogated. The alarm was not heard because it was not generated due to a programming issue. The onset of the alarm was related to what was programmed at refill (B)(6). The alarm was not generated by the actual reservoir volume. Therefore, the reservoir was found empty on (B)(6), because the alarm date was programmed on a later date. When they did the purge of the pump, it was empty and therefore, the patient experienced withdrawal. The pump was refilled. It was noted there was no injury. The patient outcome was noted as "good". The pump was delivering compounded baclofen.

Manufacturer narrative:
Product ID 8840 lot# serial# product, typ programmer, physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).